Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of migration is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This migration has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of the product. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock due to oversensing. Low amplitude and undersensing was also determined. A x ray was performed and it was noted that the electrode was moved and the s-ICD was in elective replacement indicator (eri). It was also noted that the shock impedance was high. The plan is replacing the entire system. Subsequently, a revision procedure was performed and the electrode was explanted and replaced. While, the s-ICD was replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock due to oversensing. Low amplitude and undersensing was also determined. A x ray was performed and it was noted that the electrode was moved and the s-ICD was in elective replacement indicator (eri). It was also noted that the shock impedance was high. The plan is replacing the entire system. Subsequently, a revision procedure was performed and the electrode was explanted and replaced. While, the s-ICD was replaced due to normal battery depletion. No additional adverse patient effects were reported.